Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and bipolar endocardial lead are oversensing. The physician is able to reproduce the oversensing with manipulation.